Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: closure device could not be introduced in sheath.

Event description:
Additional information received: as reported: closure device could not be introduced in sheath. Additional information received, 14mar2022: when asked if another manta device was opened, it was reported; yes, a complete new device (including sheath was used), and also, the second 14f device was not introduced into the sheath. The third device showed the same problems, however, decided to introduce the deployment device without the protection of the silicon. Associated to: MDR 3010252479-2022-00181 manta MDR 3010252479-2022-00182 manta

Manufacturer narrative:
Two 14f ce manta closures, one 14f sheath, and two 14f introducers were returned for investigation. The units were not identified as to which der they are associated too; and the packaging label referenced lot number mn2101423. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. One of the manta closure units did not exhibit an engaged lever and was functionally tested with the sheath. Resistance was observed. The other manta closure unit exhibited an activated lever, and the anchor was pushed out. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 14f ce manta was planned for closure in the left femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when met with the resistance. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.